Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the vein was punctured and the spring wire guide (swg) was to be advanced through the needle. At that time however, the md noticed that the cannula was broken approx 1cm from the luer attachment. As a result, a new cannula was used without issue. There was no reported delay, death or complications to the pt.